Manufacturer narrative:
The investigation for the reported issue has been completed. The returned product was visually inspected and biomaterial was observed on the impeller. The root cause of the issue was biomaterial.

Manufacturer narrative:
A.5 is unknown. The impella pump and purge cassette were returned and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the impella device was unable to maintain a consistent flow and suction alarms were received. The pump placement was confirmed to be in the correct position. However, flows continually decreased. No kinks were identified and the purge cassette was changed with no resolution. The physician decided to explant the initial pump and replace it with a new impella cp.